Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 2: detailed inquiry description: pump set leaked at y-site. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Event 2: two samples used without packaging were returned from the facility for evaluation. The samples were functionally leak tested per specification and it was noted that in both sets near the bonded joint of the filter, a small cut was observed. The sample was visually evaluated under magnification and a small cut was found on one of the two spike tubing leading into the filter. Based on the evaluation results, the reported defect was confirmed. Incidents of this nature are attributed to operator oversight during the hand assembly process. Although our training procedures ensure that all employees are properly trained in their areas of responsibility, an oversight on the part of the operator can attribute to an incident of this nature. As a result of this occurrence a quality notification and retrain was generated for all associates involved in the hand assembly process. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. In addition, review of the batch history records was also performed for the reported lot number and no non-conformances or deviations were noted during the manufacturing process or final inspections. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.